Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was severe atrial undersensing of right atrial (ra) lead p waves during atrial fibrillation episode resulting in loss of biventricular pacing. It was further reported that the patient's episode of atrial fibrillation with rapid ventricular response was detected as ventricular fibrillation (vf) and anti-tachycardia pacing was provided. Additional information obtained reported the implantable cardioverter defibrillator (ICD) was reprogrammed to ventricular pacing and the patient is scheduled for cardioversion of the atrial fibrillation. After cardioversion, the programming will be returned back to previous settings. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.